Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for the ultrasound examination of the target lesion. During pullback, a dark image appeared, and no kinks were observed on the device after removal. Also, air was not removed during preparation flushing, and no error message appeared on the system screen when the image was lost. The procedure was completed with another of same device and no adverse event or patient complications were reported.